Event description:
It was reported that in preparation for surgery a saw blade was placed in the attachment and set to drill/ream. When the scrub technician pulled the trigger to ensure it was ready for use, the blade ejected from the attachment. There was no patient involvement or harm to user. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was used for treatment, not diagnosis. Additional product code: fsm and common name: tray, surgical instrument. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history review was conducted and no complaint related issues were found. Placeholder.